Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Method - no testing methods performed.

Event description:
It was reported that the demo handpiece was heating up and making a grinding noise. There was no patient involvement and no injury to the user.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.